Event description:
An aneurx stent graft system was inserted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient's iliac arteries were small and diseased and an introducer sheath was not used in this procedure. The delivery system was inserted and the stent graft was partially deployed a little high, then it was pulled down and positioned. Upon completing deployment of the remainder of the stent graft, it fully deployed and landed lower than the intended location requiring an aortic cuff to be implanted. Additionally, while placing the bifurcated stent graft from the right side, the right external iliac artery was dissected below the hypogastric artery. The dissection was surgically repaired by sewing a piece of dacron graft, then a bypass from the common iliac to the external iliac artery was performed in order to avoid to dissection. No additional clinical sequelae were reported and the patient is fine.